Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was determined. It was not device related. Reprogramming was not needed. No troubleshooting, interventions, or other actions were taken to mitigate or resolve the event. The patient experienced a loss of therapeutic effect and it was unknown if it was sudden or gradual. The patient experienced a loss of stimulation and it was unknown if it was sudden or gradual. The patient had dementia and was in a nursing home. It was undetermined if the patient would continue with the spinal cord stimulation (scs) therapy.

Event description:
It was reported that the patient¿s stimulator stopped working a long time ago. It was then stated it was about a month ago. The last time the patient charged was unknown. The patient had been charging on and off but it was unknown if it had been charging. The patient was currently in a rehabilitation center (for a broken hip and knee cap) and was going in for pain management. It was recommended that all equipment be brought. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3888-33, lot # v042634, implanted: (B)(6) 2007, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).